Manufacturer narrative:
A supplemental MDR is being submitted as a product evaluation and engineering evaluation was initiated for any manufacturing related processes which could be correlated to the complaint. One hemosphere monitor was received for product evaluation. Issue of inaccurate values was unable to be confirmed. However, visual inspection found there was physical damage to the bezel. The hemosphere monitor connected to and communicated with a swan ganz module and oximetry cable on both module and smart cable ports. No error messages were observed.

Manufacturer narrative:
The device evaluation is anticipated. However the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed.

Event description:
It was reported that the hem1 systemic vascular resistance svr calculations are not working for the swan and acumen flotrac. The svr was reporting 400 to 500. The number should have been 800 to 900. When they connected it to an acumen flotrac and tried to use the svr numbers those numbers read 600 to 700. When connected to another hem1 and recalibrated the svr numbers were 900 to 1000. This was also based that the patient was on vasopressor medications infusing continuously. No error messages were displayed. There was no patient injury. There was no inappropriate treatment administered. Patient demographics were unavailable. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.